Event description:
It was reported that patient experienced a connection issue with a transfer set and that the mini cap came off of the patient line causing fluid to leak. This event occurred during initial drain of peritoneal dialysis. The home patient was connected at the time of the event. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4) the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.